Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. There was no impact to the customer's blood glucose level. The customer was able to load a cartridge successfully and resume insulin delivery. In addition, it was reported that the customer's site reminder had not been triggered on the pump. Review of pump data by tandem's technical support indicated that the pump declared the reminder during the expected time frame and that the reminder was dismissed within the hour of receiving it. However, during a follow up call on (B)(6) 2016, customer stated that the site reminder did not trigger on (B)(6) 2016 at the expected time. The customer's blood glucose (bg) level was in the 400's (mg/dl). The customer changed the infusion set site and delivered a correction bolus to address bg levels. In addition, it was confirmed that the customer will continue using the pump for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.